Event description:
It was reported that when attempting to place an implantable device into magnetic resonance imaging (MRI) mode prior to an MRI, the mobile programmer application displayed a message indicating that another lead was detected and the implantable device could not be programmed to MRI mode. Following this event, the implantable device could no longer be interrogated. It was noted that the patient advised that they did not have any additional implanted devices. The patient also noted that they were experiencing mini stroke like symptoms for the last two weeks and that their heartrate goes below the programmed rate and also had high heartrates. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.